Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the teflon cap was broken. The repair technician reported the threads on the teflon tip were stripped. Threads stripped is the reason for repair. The cause of the issue is unknown. The following parts were replaced: polyethylene cap. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Initial reporter: establishment name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Unknown when device broke. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. No service history review can be performed as part number pdl102 with lot number(s) t962299 is a lot/batch controlled item. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the material, components and final product met inspection records, certification. All (B)(4) parts of the lot were checked 100% for ctq features and for function at the final inspection on 19-oct-2011. No ncrs were generated during production. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a teflon cap is broken on a prodisc-l slotted mallet. It is unknown when the cap became broken. No patient involvement is known. This is report 1 of 1 for (B)(4).